Manufacturer narrative:
Initial report from the health care professional indicated that the device (infusion pump and battery pack) was evaluated by the hospital staff. Following the event, a representative from MFR visited the facility to examine the equipment. This equipment was evaluated on-site, and returned to MFR for further analysis. Information was obtained from customer interviews, and in inspection of the damaged equipment. Investigation conclusions: the probable causes of this event are: possible damage to the internal cell(s) of the battery pack that occurred when a pressure point pinched the cell pouch, and caused an internal short-circuit failure inside the cell. This pressure point could have been caused when the forces applied to the battery pack caused the "crack" sound (the polycarbonate battery case was fractured) and fragments pinched the internal cell(s) directly. This failure would have occurred as a result of the rough handling and/or forceful impacts of battery pack. Possible fault of the internal cell(s) of the battery pack caused by the impact to the battery protection circuit board and caused an internal short-circuit failure inside the cell. Inside the battery pack there is a nonconductive separator to prevent this type of failure, but the rough handling/forceful impacts of battery pack may have dislodged or compromised this separator. This failure is an unusual and isolated incident. No other action is considered necessary at this time.

Event description:
During an attempt to remove a "stuck" battery pack from the model 3850 pump, the hospital bmet forcefully struck the battery pack several times, and a "crack" sound was heard, which caused damage to the battery pack. The battery pack failure caused melting of the battery pack case and minor damage to the model 3850 pump. No injury resulted from this event.